Event description:
The patient and a manufacturer representative reported that the patient was feeling stimulation intermittently increase and at times it would shut off. The patient got up to walk and felt the stimulation intensity go up for about 4 minutes and then they felt like it quit. The stimulation had changed while the patient was in a sitting position as well and adaptive stimulation was not enabled on the patient's device. These intermittent stimulation issues started about 3 weeks to a month prior to the report. The stimulation had also gradually shifted from the patient's low back to their kidney more but the patient didn't know when this started to occur. Impedance measurements were taken. The group impedance was 1056 ohms at 2.211 milliamps. The electrode impedances ranged from 870 ohms to 1483 ohms using electrode 0 as the reference electrode. X-rays were taken to check the lead location and showed that the leads had not moved. The device was reprogrammed but the intermittent stimulation had not resolved. The patient was instructed to keep a diary of when they experienced the stimulation changes so this could be compared to the device's own diagnostic report. They were going to schedule another appointment to check the device's diagnostic file. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.